Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific bg level was provided. It was also reported that a review of the pump history showed multiple temporary basal rates had been set to double the amount of insulin being delivered. Multiple follow-up attempts were made; however, no additional information was provided.